Event description:
On (B)(6) 2010, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2012, a computed tomography revealed that the contralateral leg component had pulled back 1.2cm into the aneurysm sac. The physician attributed this to remodeling of the aneurysm sac as well as a short common iliac which was also aneurysmal. It was reported that the abdominal aneurysm sac shrank from 6.0 to 3.9cm. On (B)(6), 2012, the pt was implanted distally with a gore excluder aaa endoprosthesis to treat the previous device movement. The pt tolerated the procedure and no further complications were reported.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.